Event description:
When the surgeon used the powered circular stapler, it appeared to be intact with two intact donuts after firing. Two large air leaks were present during the leak test. Multiple layers of over sewing of tissues needed to repair leaks. The stapler fired correctly with no issues according to surgeon.